Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that two of the buttons on his insulin pump are not working anymore. The patient's blood glucose at the time of incident was 176 mg/dl. The customer stated that he was working outside on a very hot and humid day, and that his shirt was extremely wet. Troubleshooting was initiated for the keypad anomaly, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.